Manufacturer narrative:
On 6/5/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found that the pebax appeared to be torn. On (B)(6)2020 , during a second visual analysis, a hole in pebax was found. Based on the returned catheter conditions, the findings have been assessed as MDR reportable malfunctions and device code of 1504 (material puncture / hole) has been added to h6. Device codes. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Corrections: b4. Date of this report in the initial 3500a medwatch report was incorrectly reported as (B)(6)2020 ; should have been (B)(6)2020 . G4. Date received by manufacturer in the initial MDR 3500a medwatch report was incorrectly reported as(B)(6)2020 ; should have been (B)(6)2020 . Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7/1/2020, the product investigation was completed. It was reported that a patient underwent an ablation procedure for atrial tachycardia (at) with a thermocool® smart touch¿ electrophysiology catheter and a cracked pebax issue occurred. The end protective sleeve was damaged. A second catheter was used to complete the operation. There was no report on adverse event on patient. Device evaluation details: according to video provided by the customer, the pebax sleeve was observed lifted. Additionally, the device was visually inspected and the pebax appeared to be torn. A second closer inspection was performed and a hole was discovered in the pebax. A manufacturing record evaluation was performed and no internal actions was found during the review. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufactures ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia (at) with a thermocool® smart touch¿ electrophysiology catheter and a cracked pebax issue occurred. The end protective sleeve was damaged. A second catheter was used to complete the operation. There was no report on adverse event on patient. The observed cracked pebax has been assessed as an MDR reportable malfunction, as device integrity was compromised.